Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3 reference MFR. Report#: 3006705815-2020-30652 reference MFR. Report#: 3006705815-2020-30653

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2020-30652. Reference MFR. Report#: 3006705815-2020-30653. It was reported the patient's scs system was explanted due to ineffective stimulation.